Manufacturer narrative:
Batch review performed on 08 april 2019: lot 154002: (B)(4) items manufactured and released on 13-oct-2015. Expiration date: 2020-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event ((B)(4)]). Clinical evaluation performed by medical affairs department: 3 years after total knee implantation, the patient was complaining about pain. No information concerning patient general health is available. Radiographic images provided show the presence of a subsided tibial component. Initial position of this component cannot be assessed not having an immediate postoperative x-ray, therefore we cannot evaluate the level of cortical bone coverage postoperatively. The reason of this event cannot be determined with certainty.

Event description:
The patient came in complaining of pain caused by an aseptic loosening of the tibial tray (left). No revision surgery has been scheduled at this time. More details to follow once the case has been scheduled and completed.

Manufacturer narrative:
Additional information provided on 01.may.2019 by medacta USA: the revision surgery was finally performed on (B)(6) 2019. The surgeon revised the poly and tibial tray and the surgery was completed successfully. Additional information provided on 02.may.2019 by medacta USA: the inlay that was removed was an insert ps 10 mm. Additional information provided on 28.may.2019 by medacta USA: the surgeon implanted a 12 mm liner during the revision.